Manufacturer narrative:
Section d4 & h4: multiple attempts for device serial number were made, however, no response was received. Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via the log file review. The log file spanned approximately 9 days (30mar2021 to 08apr2021 per the timestamp). Atypical low voltage alarms activated on 01apr2021 at 08:43 due to the rsoc and bus voltage diminishing to ~3.0v while the device was connected to mobile power unit. The backup battery was able to provide power to the pump without any issue. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Additional information on 30jul2021 stated that the patient does have v-lock power cable. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that review of the downloaded log file from returned controller revealed atypical low voltage alarm that activated on 01apr2021 at 08:43 while the device was connected to mobile power unit. Additional information requested but not provided.